Event description:
The coroner reported that the patient had passed away due to his seizure disorder and that the vns was not mentioned as the patient's cause of death. No further relevant information has been received to date. .

Event description:
It was reported that the patient passed away on (B)(6) 2017. The patient's generator had recently been replaced on (B)(6) 2017. The physician's office was not sure of the cause of death. Per an online obituary, the patient had lost his fight with epilepsy. Medical and emergency services had tried to save his life. The generator was received from the coroner's office for analysis. Per the coroner's office, the cause of death was indicated as "natural" but the exact cause of death was not yet known. They had sent the generator for analysis on the request of the pathologist. The coroner said the vns wasn't believed to be the cause of death but that they wanted to ensure that the vns didn't contribute to the patient's death. Product analysis was completed on the returned portion of lead. Only a small portion of the lead and the pin were returned. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis of the generator is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No further relevant information was received to date.